Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 20984416, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients lead incision had opened and was infected. It was reported that the patients lead incision site was draining yellow pus. The physician believed that this was not device related. The patient was prescribed with antibiotics.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients lead incision had opened and was infected. It was reported that the patients lead incision site was draining yellow pus. The physician believed that this was not device related. The patient was prescribed with antibiotics.